Event description:
It was reported that the patient underwent a posterior surgical procedure at l4-s1. Sometime post-op it was reported that the s1 screw was broken. No revision surgery has been scheduled at this time. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.